Event description:
A customer reported an issue with their pump battery not charging, despite using a tandem charging cable and trying different wall adapters and cables. The charging connection was unstable and not recognized even after following troubleshooting steps, such as leaving the pump plugged in for 30 minutes. There was no known adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump.